Manufacturer narrative:
A field service engineer was dispatched to the customer site. The nylon tubing was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "burnt and chemical smell" or odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room; however, the customer replied that ventilation in the room caused the odor to clear. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from the prior six months of the open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor/smells issue is likely due to the nylon tubing. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).